Event description:
As reported via the registry, a male patient experienced an intrathalamic hemorrhage approximately 3 days following the implantation of a precise pro rx stent in the ostium of his right internal carotid artery. The pt's wife found him at home in the bathroom with slurred speech, left hemiparesis, and facial droop. He was hospitalized and diagnosed via CT scan. The pt expired the following day. The investigator felt that the hemorrhage was due to reperfusion injury. He felt the event was related to the index procedure and not to cordis product. At the time of the index procedure, angiography revealed a 95% stenosis in the ostium of his right internal carotid artery. The lesion was 20mm in length and the reference vessel was 4.0mm in diameter, a non-study embolic protection device was used instead of the angioguard device as per protocol. The embolic protection device was placed beyond the lesion and the lesion was pre-dilated. An 8.0 x 30mm precise pro rx was implanted at the target lesion. The pt was discharged the following day with a stroke scale score of 0. Discharge medications included clopidogrel and aspirin.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.